Event description:
Customer reported that touchscreen was cracked and shattered, making it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer switched to using multiple daily injections to ensure continuity of insulin delivery. Technical support instructed the customer to put the pump into storage mode and return it using a prepaid label, confirming the shipping address. The customer understood and acknowledged the instructions.